Event description:
Patient reporting, rupture. Discovered, during magnetic resonance imaging (MRI). Device was explanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photograph(s), for the device related to the reported event rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan complaint handling.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture discovered during magnetic resonance imaging (MRI). Device remains implanted. This relates to the left device.